Manufacturer narrative:
During an expertise meeting involving all parties on (B)(6) 2011, the representative of the hospital clearly stated that there was no malfunction of failure of the savina. No similar user errors regarding the savina have been reported. See scanned page.

Event description:
It was reported that a serious ill patient in coma was connected to a ventilator savina and that ventilation settings were done, but not confirmed to start ventilation. Consequently the patient was not ventilated. Reportedly cardiac arrest was detected and the patient reanimated.